Event description:
The customer reported that she was having high ketones and her blood glucose was 269 mg/dl. The customer stated she did not have a back-up plan and was advised to seek treatment at an emergency room. Troubleshooting was started. The insulin pump history revealed the customer had high blood glucose for at least two days. She was advised not to worry about the insulin pump for the time being, and to seek treatment. When the customer went to the hospital, her blood glucose was 275 mg/dl. She was treated with insulin via manual injection. The customer was wearing the insulin pump at the time of the emergency room visit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.